Manufacturer narrative:
Section d4 and h4: additional information manufacturer's investigation conclusion: although the reported alarms of pump stop events were confirmed via the submitted log file, the cause could not be conclusively determined during this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. Analysis of the log file captured pump stop events on (B)(6) 2019 at 2:10 am, (B)(6) 2019 at 1:05 am, (B)(6) 2019 at 2:54 am and 9:44 am, and (B)(6) 2019 at 3:55 am while the patient was supported by the power module. The pump appeared to function as intended before and after the pump stoppages. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(4) and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device alarmed for low flow alarms and pump stoppages occurred five times. Manufacturer's technical service representative reviewed log files and noticed low flow and low speed alarms. These alarms occurred while the patient was connected to the power module and may be associated with a short to shield condition. X-rays of driveline were done which showed no obvious fracture. No driveline replacement was performed. Patient on ungrounded cable and no product will be returned.